Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing a shocking or jolting sensation in his legs when he bent his head forward. Stimulation also increased when the pt bent his neck. The symptoms began after the pt had been shoveling in (B)(6) 2011. Low impedance readings were reported. Add'l info has been requested, but was not available as of the date of this report.